Event description:
After administering IV medication via left intra-jugular triple lumen catheter, line flushed with 10 ml sterile saline, flush leaking out of microclave connected to IV. After assessing, microclave was correctly applied and not loose. The line was clamped and new sterile microclave attached. Leaking microclave saved for risk management. No injury to patient.